Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue. Inspection found the device would not turn when the lid was opened. It would also not power on with a known working lid. The device will be replaced. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's voice prompts did not begin as expected when the lid is opened, this can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Further investigation determined a faulty reed switch sw5 caused the reported issue.

Event description:
The customer contacted stryker to report that their device's voice prompts did not begin as expected when the lid is opened, this can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.